Event description:
It was reported that the sheath was inserted via the right femoral vein without difficulty. After the sheath was in place for 45 minutes, a guide wire exchange was attempted to insert a larger size sheath. During removal of the sheath, it was noted that it had separated with 6cm remaining in the pt. The retained portion of the sheath had embolized in the right atrium, and attempts to remove it were unsuccessful. The pt's condition is stable and the separated sheath may be allowed to endothelialize.